Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. In (B)(6) 2014, patient presented with a blockage located in a "very" calcified lesion in the left anterior descending (lad) artery. A 3.50mm x 16mm veriflex bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was suspected that the physician was forceful to get the stent to cross and the shaft got separated. They were able to pull everything out without anything left in the patient. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a veriflex stent delivery system (sds) and stent with a veriflex shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and on the hypotube. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 27cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube and shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. In (B)(6) 2014, patient presented with a blockage located in a "very" calcified lesion in the left anterior descending (lad) artery. A 3.50mm x 16mm veriflex¿ bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was suspected that the physician was forceful to get the stent to cross and the shaft got separated. They were able to pull everything out without anything left in the patient. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.